Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device indicates -syringe/needle connection not secure in use.

Event description:
The customer reports that the doctor complained that the needle detached from the hub of the ars (syringe) prior to use.

Manufacturer narrative:
(B)(4). The customer returned one opened kit with various components including one introducer needle and arrow raulerson syringe (ars) for evaluation. A visual inspection was performed and no issues were identified. The introducer needle required normal force to be removed from the ars syringe. The ars and needle were used to aspirate and purge water. No issues were identified. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user , "aspiration with spring-wire guide in place will cause introduction of air into syringe." The customer report of the syringe/needle connection not being secure was not confirmed during the complaint investigation. The returned ars and needle were visually and functionally evaluated and no issues were identified. A device history record review was performed and no issues were identified. As no problem was found with the returned sample, no further action shall be taken at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the doctor complained that the needle detached from the hub of the ars (syringe) prior to use.